Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was updated to 4112, 3331 and 4109. H6: results code was updated to 3252. H6: conclusions code was updated to 4307. The reported device was not received for evaluation. However, x-ray image was provided by the customer, and identified a fractured implant in patient's mouth. The reported condition of a fractured implant was confirmed. The reported medical condition of bone loss was not confirmed. Visual inspection was not performed as product was not returned. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified for fracture, however one other relevant complaint was identified for bone loss. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Device not returned to manufacturer.

Event description:
Doctor reports that patient presented with a fractured implant tsvtb13 in tooth site #20. Doctor also reports bone loss. The implant remains implanted.